Event description:
(See *(B)(4) for patient's previous allegations of pain and discomfort from stimulation) information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had not gotten 50% therapeutic effect yet and had they know the therapy was only supposed to reduce symptoms by 50% they would not have gotten it implanted. Patient stated they "tune" the stimulation every 3-5 days. It will slow things down for a little bit but then gets bad again. They also had issues with fecal incontinence and tried to manage it with pads to prevent uti's but patient was not successful and gets uti's really frequently. Reviewed programming options however patient would not stay on topic and talked extensively about unrelated personal and medical history throughout the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.